Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05504, 0001822565-2017-05505, 0001822565-2017-05507. Medical products ¿ unknown zimmer femoral component catalog # unknown, lot # unknown, unknown zimmer tibial tray catalog # unknown, lot # unknown, unknown zimmer patella catalog # unknown, lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent left knee arthroplasty. Subsequently the patient is experiencing sharp pain around the patella, up the thigh and stiffness. No additional patient consequence was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2017-06945.